Event description:
It was reported that the atrial lead exhibited oversensing of noise, causing the implantable cardioverter defibrillator (ICD) to enter an inappropriate mode switch.

Manufacturer narrative:
No medwatch form was received.